Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v105811, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and 3 weeks ago the device was no longer completely effective in controlling their incontinence. The patient had stimulation in the wrong location and they used to feel stimulation by their bladder and at the implantable neurostimulator (ins) but starting 3 weeks ago they only felt stimulation at the ins site. It was noted that the patient saw their health care provider (hcp) who took an x-ray to make sure the leads were in place and they advised the patient to contact the manufacturer to review programming changes. The patient was able to change from program 2 at 2.5v to program 1 and increased stimulation. It was stated that the patient could feel stimulation in the bicycle seat area. Additional information received reported that the cause of the event was not determined and reprogramming was needed. The patient called customer service and the unit was reprogrammed and was working well now. It was noted that the troubleshooting performed was a kidneys, ureters, and bladder (kub) x-ray last week and the lead was ok. The patient recovered without permanent impairment.

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. The patient also noted that they received assistance from their doctor and their concerns were resolved.